Event description:
Revision surgery - the patient had a surgery (B)(6) 2011 which was a previous reverse shoulder prosthesis that was revised. She had suffered a fall and fracture and a long stem from tornier was required due to the distal fracture. A 44+8 glenosphere was used at that time with the tornier 42 cup. The patient recently dislocated and was revised using a deeper cup from tornier. The original djo surgical baseplate was removed and revised with a new baseplate. It was repositioned and the 44+8 glenosphere was re-implanted.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 3.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated significant adverse event. Information received indicated that the patient had a fall at some point. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number (B)(4). The root cause for the dislocation was not determined with confidence, but is believed to be directly related to a fall. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation; such as loose joint from inadequate soft tissue, and patient activity.